Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. Device not returned.

Event description:
It was reported that the patient's right hip was revised due to disassociation of the head from the stem. Intra-operatively, moderate black tissue was observed. The patient's stem, head and liner were revised to a restoration modular stem construct with a ceramic head and poly liner. Rep confirmed there are no allegations against the revised liner, and confirmed that no further information will be available.

Event description:
It was reported that the patient's right hip was revised due to disassociation of the head from the stem. Intra-operatively, moderate black tissue was observed. The patient's stem, head and liner were revised to a restoration modular stem construct with a ceramic head and poly liner. Rep confirmed there are no allegations against the revised liner, and confirmed that no further information will be available.

Manufacturer narrative:
Reported event: an event regarding disassociation and fretting involving a metal head was reported. The disassociation event was confirmed via medical review and the fretting event was confirmed via review of the stem photographs ((B)(4)). Method & results: -device evaluation and results: the reported device was not returned however photographs were provided for review. The explanted device had nothing remarkable to note. -medical records received and evaluation: a review of the provided medical records by a clinical consultant stated the following comment: no clinical or pmh, no revision op report, no lab or surgical pathology reports, no examination of explanted components. X-rays and specimen photos confirm the event description, but insufficient data is present to create a medical report. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there has been 1 other similar event for the lot referenced. Conclusions: a review of the provided medical records by a clinical consultant stated the following comment: no clinical or pmh, no revision op report, no lab or surgical pathology reports, no examination of explanted components. X-rays and specimen photos confirm the event description, but insufficient data is present to create a medical report. The subject device has been identified to be within scope of nc and CAPA. Lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads within scope of nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required. If additional information becomes available, this investigation will be reopened.